Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Pain: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Migration: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, "left side chest pain". Healthcare professional, later reported, device migration. And capsular contracture, baker grade iii. The device was explanted and replaced. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported 'left side chest pain". Healthcare professional later reported device migration and capsular contracture baker grade iii. The device was explanted and replaced. This record relates to the left side.